Manufacturer narrative:
(B)(4).

Event description:
It was reported that removal difficulties and a partial blade detachment occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid - distal right coronary artery (rca). A 10/3.00 mm flextome cutting balloon was selected to treat the target lesion. Inflation was performed in the distal rca twice to 12atm each. After dilatation was performed, the device was removed from distal, but it was noted that it was unable to move from the 50% stenosed mid rca. As a result, the device was inflated in the mid lesion once to 10atm. Device was deflated and removed from the patient without any problem. Upon checking the device outside of the patient, it was noted that three of the blades were intact and one blade seemed to be rolled inward with a portion of it missing. The procedure was completed with a rotablator rotational atherectomy. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. A visual examination identified that <1mm of 1 blade had detached from the balloon. The pad was intact. The blade was also bent. The balloon and inflation lumen had solidified contrast media throughout. The midshaft of the catheter was stretched throughout and was also kinked at the guidewire exchange port at 24cm from the catheter tip. This type of damage is consistent with excessive force being applied to the device during use. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulties and a partial blade detachment occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid - distal right coronary artery (rca). A 10/3.00 mm flextome cutting balloon was selected to treat the target lesion. Inflation was performed in the distal rca twice to 12atm each. After dilatation was performed, the device was removed from distal, but it was noted that it was unable to move from the 50% stenosed mid rca. As a result, the device was inflated in the mid lesion once to 10atm. Device was deflated and removed from the patient without any problem. Upon checking the device outside of the patient, it was noted that three of the blades were intact and one blade seemed to be rolled inward with a portion of it missing. The procedure was completed with a rotablator rotational atherectomy. No patient complications were reported and the patient's status was good.